Event description:
It was reported that "revised because of a loose knee and implanted a bearing a size up."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.